Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient experienced elevated glucose levels while on the usual target and, after consulting an on-call healthcare provider, was advised to switch back to the higher target; support guided the patient through changing the target, and prior device reports confirmed earlier use of the higher target. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting support and education, with no hospitalization reported. Investigation included review of device reports and confirmation of target settings. Investigation of this case revealed no device malfunction, with performance consistent with settings and user operation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.